Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead revealed high ventricular pacing impedances greater than 2000 ohms. In addition, poor sensing and pacing was observed. A lead fracture was suspected and a revision procedure was performed. The decision was made to abandoned the atrial lead and a new atrial lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific, therefore the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated an amende report submitted should further information be provided.